Event description:
The customer reported the workstation keeps rebooting itself. The problem occurs after initial power on of system. No patient was involved.

Manufacturer narrative:
The ge service rep replaced the hard drive. He replaced disk controller pcb, due to new revision of hard drive.